Manufacturer narrative:
Results: a sample was returned for evaluation. Seven customer samples were pressurized leak tested for leakage in tubing with no defects identified. Conclusion: an absolute root cause for this incident cannot be determined. Refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had holes in the tubing. Blood pulls slowly and drips from the tubing before it reaches the vacutainer tube. No injury or medical intervention reported.